Event description:
It was reported by the surgeon that during an orthopedic procedure, the pin collet began slipping and caused grooves in the guide wire. In post op x-rays it was identified that metal fragments from the guide wire were left in the body. There is no indication that there is a change in the patient's outcome as a result of the fragments left in the body. At this time, there has been no mention of a revision procedure.

Manufacturer narrative:
During a routine look back, it was determined that enough information was available to file a MDR on this event. The pin collet was received at the manufacturer and the alleged condition was able to be confirmed. This is a known issue at the manufacturer and this part number was obsolete due to the availability of an adjustable collet which has higher torque capabilities.